Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot # 162799) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon. The probable root cause of the reported complaint could be a latent defect at the bond. Upon visual inspection, no physical damage was observed. Dried blood residue was observed on the catheter's balloons. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a bond leak was observed at the proximal end of the medial balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was one similar complaint reported for an icy catheter with lot number 162799. Ccr 59817 was reported on (B)(6) 2021 and bonding leak was confirmed.

Event description:
The customer reported that during ivtm therapy the icy catheter (lot # 162799) was placed in the patient's vein. After an unknown period of time, the customer noticed a saline bag empty with no external leaks. The catheter leak was suspected. No further information was provided if a new catheter was used to continue the therapy or an alternative temperature therapy was utilized. No consequences or impact to patient.